Event description:
Approximately 14 months after implantation of the eight plate system bone plate and screws, the patient returned to the doctor's office for routine assessment of the treatment/correction progress. The x-rays gave evidence that the patient had completed treatment and achieved the desired correction, however, it was also noticed that one of the eight plate screws broke in situ. Since the patient had already achieved the desired correction (completed the treatment), the doctor removed the plate and both screws as intended. A portion of the broken screw was left in the patient's bone.